Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device passed flow accuracy test. An event date was not provided, however review of the history log revealed two infusions programmed at a rate of 40 ml/hr and vtbi: 20 ml on the last day of customer use prior to the reported date, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. Both ran to completion as programmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed rate test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.